Manufacturer narrative:
Initial.

Event description:
It was reported that a user stated meals were routinely announced using the fork/knife option, but corresponding announcements were not visible in provider reports, and review of outcomes suggested meals were announced infrequently. The issue aligned with an improper or incorrect procedure or method involving the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with incorrect or incomplete meal announcement steps on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.